Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that there was an aspiration catheter stuck inside of the subject long sheath (it was removed during investigation) and there was dried blood noted inside of the hub. The subject long sheath shaft was noted to be kinked/bent at 12 and 90.5cm from the hub and was noted to be broken/fractured at 78cm from the hub. The tip was intact. A functional inspection was unable to perform due to the damage noted to the subject long sheath. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code ¿catheter shaft friction¿ could not be duplicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information states that just after the diagnostic run, when the operator changed the diagnostic catheter into the aspiration catheter, it stuck halfway inside of the subject long sheath. When the tip of catheter was at the region of common carotid artery the operator could neither advanced catheter forward nor pull it back and decided to retract the whole system out. The subject long sheath was returned with a catheter stuck inside it, which was removed during the investigation. There was a dried blood noted inside of the hub. The subject long sheath shaft was seen to be kinked/bent at 12 and 90.5cm from the hub and was noted to be broken/fractured at 78cm from the hub. The subject long sheath tip was intact. Based on a review of the available information and analysis of the returned device, it is probable that there may have been procedural/anatomical factors present, causing the reported friction during advancement of the device which led to the subsequent device fracture. The presence of dried blood in the hub is an indication that insufficient flush might have been a factor in this complaint. The as reported code ¿catheter shaft friction¿ as well as the as analyzed codes ¿catheter shaft kinked/bent¿, ¿catheter shaft broken/fractured during use¿ and ¿catheter jammed¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a procedure an aspiration catheter got stuck while advancing through the subject long sheath. Physician encountered resistance and could neither advance nor retract the aspiration catheter so decided to retrieve the whole system out. Surgical delay of seven minutes was observed. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device. The subject long sheath was returned for analysis and the device investigation revealed that the subject long sheath was found to be broken/fractured during use.